Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile, damage (physical or cosmetic). The customer reported blood glucose value of 367 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay. Customer reported the following led up to the event: none. Document treatment for high bg: treated with pump and ER/hospitalization. Other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: type 1. The event involved product(s) mmt-6121, mmt-396a, mmt-395, mmt-1880, mmt-332a. Customer was not using the auto mode/smartguard feature at the time of the event. Unsupported ios/android device it was identified that the customer's mobile device is not supported by the app. Instructions were provided to resolve the issue, no escalation required. High bgs/under delivery customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. No product return is required for mmt-6121. No product return is required for mmt-396a. No product return is required for mmt-395. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer was also treated with insulin infusion IV/drip.